Event description:
It was reported, by the patient, that post a coronary stenting treatment procedure, restenosis occurred. A 4.50x16mm liberte stent was implanted in the left anterior descending (lad) artery. Eight months later, restenosis occurred. Patient status reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.